Event description:
A us distributor contacted zoll to report that a patient developed a red bumpy skin irritation under the front therapy pad of lifevest equipment. The patient's physician prescribed mometasone 1.5 for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.